Event description:
Boston scientific received information from a journal article about a study analyzing the response to the advisory communication in the (B)(4) involved in the recall for the implantable cardioverter defibrillators (icds) affected by the shorting under the header advisory, communicated on (B)(4) 2005. Out of the (B)(4) renewal devices explanted due to the advisory, (B)(4) were explanted before reaching eri due to exhibiting advisory behavior. In addition, (B)(4) renewal devices were explanted due to other device failures which were not classified. It is unknown if these (B)(4) devices were returned for laboratory analysis and the specific serial numbers for these devices were not included in the article. No adverse patient effects were reported in regards to any of these explants or failures.

Manufacturer narrative:
Attempts to obtain more information are currently underway. Once any additional information is available, this report will be updated. Journal article reference: perrotta l, pieragnoli p, ricciardi g, sacchi s, mascia g, padeletti m, bongiorni mg, curnis a, bellocci f, michelucci a, porciani mc, padeletti l. Multicenter experience with implantable defibrillators subject to recall. Pacing clin electrophysiol. 2011; 34 (8): 998-1002.